Manufacturer narrative:
Investigation summary: the defect was not confirmed because there is no picture and returned sample. A customer report is not required, and it is known defect and the trend has not shown a remarkable rise, so we decided that further investigations is not necessary. We will continue to monitor the trend this issue. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sabouraud dextrose agar slants catalog number 221013 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using plate sabouraud dextrose agar cg 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media." Upon arrival, the customer found that the media were contaminated with bacteria before unpacking.